Event description:
It was reported that surgeon performed an internal fixation for a broken scaphoid wrist bone on (B)(6) 2013. During insertion of the compression screw the cannulated screwdriver shaft distal tip (03.226.004) broke inside the compression sleeve instrument. It was reported that surgeon chose another screwdriver that was available in the or and completed the surgery with no extension of surgical time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Review of the device history records show that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: the product design evaluation was performed. The received condition of the instrument was that the distal tip had fractured at an angle (approximately 45 degrees). The fragment was not returned for evaluation. The returned screwdriver shaft was manufactured in april 2007 and is approximately 6.5 years old. The product drawing revision was reviewed during this evaluation. This screwdriver shaft is manufactured from x15tn which is a typical material used to make cannulated screwdriver shafts. The cannulation is necessary to provide precise screw placement via a 1.1mm guidewire. The t8 stardrive geometry at the tip is necessary to engage the t8 stardrive recess in 2.4mm and 3.0mm self-drilling, self-tapping cannulated headless compression screws. The screwdriver shaft is made from x15tn stainless steel, a commonly used high strength, corrosion resistant material common in instrument applications. The design is adequate for its intended use and did not contribute to this complaint. No further information will be provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional info: the manufacturing evaluation was performed. The fracture face is homogenous, which indicates material conformity. Based on the diagonal fracture and the twisted remainder of the t8 indicated that too much applied torque in combination with lateral stress caused the breakage of this device.